Manufacturer narrative:
A first follow up medwatch has been submitted on 24 nov 2017. The technical investigation has been reviewed and the root cause updated. Following the investigation, the root cause is link to a design bug. The previous investigation result was linked to a field action reported to FDA under reference 3009185973-4/26/17-002-c. However this link is no longer applicable and this report is not associated with a field action.

Manufacturer narrative:
The device has not been evaluated yet for investigation. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Surgeon was examining trajectory in view along mode, while arm was simultaneously holding a different trajectory and system shutdown.

Manufacturer narrative:
An analysis of the data log files from the subject event indicated that both communication errors are due to two software bugs. For the second software bug identified, a field action has been reported to FDA under reference (B)(4).